Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the pump was replaced because it was 5 years old. The event was noted to be resolved.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen. Dose and concentration information was unknown. It was reported that the patient's mother felt that the patient had a catheter issue and was not getting the baclofen. Per the patient's mother, the patient was having increased spasticity. The date that the event occurred was asked but was unknown. Environmental, external, or patient factors that may have led or contributed to the event were unknown. There were no known troubleshooting or diagnostics performed. Surgery was scheduled for (B)(6)2024 to potentially replace the catheter and pump. At the time of this report, the issue was not resolved. The patient's weight and medical history were asked but were unknown. Additional information received on (B)(6)2024 indicated that, on (B)(6)2024, the physician got very minimal fluid from the catheter access port (cap) and injected dye, which appeared in the pocket. When the patient's pump pocket was opened, the catheter was severed inside the pocket. The pump and catheter were replaced. It was noted that the hospital would not allow explanted devices to be taken from the facility, therefore the old pump and catheter would not be returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2013 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-sep-2014, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.